Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon implanted a zero-p plate and 4 screws at c4-c5 above an existing fusion at c5-c6-c7. He then placed a vertebral spacer-cr lordotic above the zero-p and supported it with a vectra plate and screws at c3-c4. The inferior screws of the vectra plate pulled out of the vertebral body and the zero-p plate became subluxed and the pt was returned to the or for revision. Surgeon removed all synthes hardware along with the existing depuy hardware from the previous fusion. Surgeon then did a two level corpectomy where the synthes hardware was originally placed and then implanted another company's 'stackable' cages and supported with a plate.